Manufacturer narrative:
On 2/21/19, it was reported incorrectly that the date received by manufacturer was 1/30/19. The actual date was 1/29/19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/21/19, it was reported incorrectly that the date of this report was 1/30/19. The actual date was 1/29/19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: saline mentor manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5082293 that a female patient who underwent breast implant surgery procedure with saline mentor breast implant reported unexplained systemic symptoms, which included but not limited to fatigue, anxiety depression and weakness. The patient also reported an autoimmune diseases-rheumatism (no additional medical (histology, laboratory) data were provided to support this statement). The patient has required surgical intervention and medical device removal on (B)(6) 2012 . No further information is available at this time. This medwatch is for the left breast implant.